Event description:
It was reported the customer was experiencing high blood glucose of 47.0mmol/l. Customer was hospitalized. Troubleshooting was performed on the insulin pump. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer was unable to complete troubleshooting because he did not have the tubing clamp to perform the high pressure test. Customer was advised do a complete infusion set, reservoir, and insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.